Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range (353 mg/dl) the customer changed the infusion set site and delivered a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made to the customer to change out supplies. The customer stated to not have supplies available and will revert to manual injections for insulin therapy and will change out supplies once home.